Manufacturer narrative:
Device evaluation: visual inspection: the hawkone was removed from the returned packaging for evaluation. The cutter driver was returned connected. Biological debris was noted inside and outside of the distal housing. Bends were noted approximately 0.2 cm and 0.5 cm distal to the cutter window. Microscopic inspection of the bends revealed no tears to the tecothane. However, the inner laser drilled coils, located at the bend 0.5 cm distal to the cutter window, were bent inward. The laser drilled coils, located at the bend 0.2 cm distal to the cutter window were noted to be bent inward and separated. No protrusions were noted at the location of the bends and the damaged laser drilled coils. Inspection of the cutter window revealed it was slanted and bent. The cutter was noted to be at the location of the bend 0.2 cm distal to cutter window. A gap between the platinum iridium of the cutter window and the tecothane. Functional testing: the cutter driver was activated and the cutter was able to retract successfully; damage noted on the distal rim of the cutter. The cutter was attempted to be advanced, however the cutter could only be advanced to the location of the 0.2 cm bend. Water was used to gently wash away the dried blood on the outside of the distal housing and the housing was examined. Microscopic examination of the cutter revealed the cutter was prevented from retraction and advancement due to the laser drilled coil damage. The cutter was wrapped within in the laser drilled coils. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician was intending to use a hawkone with and 6fr non-medtronic sheath (cook ansel) and 5 mm spider 320 cm to treat a calcified lesion measuring 300 cm with 90% stenosis in the distal superficial femoral artery (sfa). Moderate tortuosity was reported. The IFU was followed. It was reported that the cutter window wouldn¿t open after the first pass. Another hawkone device was used to complete the procedure. No patient injury was reported. When the device was returned to the manufacturing facility the device was noted to be damaged.